Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report discomfort during device use on (B)(6) 2014. Patient described a shocking sensation on his abdomen where the sensor was inserted. Technical support advised the patient to remove the sensor and discontinue use of the transmitter. Dexcom has issued an rga for patient to return the device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter. In addition, the patient's complaint describing a shocking feeling on his abdomen where the sensor is located was not abel to be duplicated.